Event description:
An ophthalmic surgeon reported a system message displayed, and "air came into the patient's eye" during surgery. There was no harm to the patient. Additional information has been requested, but has not been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).